Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt experienced increased pain and sedation at times. Dose adjustments were made. The physician noted that there was more medication in the reservoir than on logs; the expected and actual volumes provided were within the manufacturer's specifications for variance. No rotor or dye study was performed. The pump was replaced. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver dilaudid.